Event description:
The customer reported that results on five pt samples obtained from a vitros 5,1 fs chemistry system were associated with the incorrect pt names and demographics. The vitros 5,1 results were not reported, and there were no reports of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined the pt results were associated with an incorrect pt sample ID. The root cause of this event is most likely user error associated with manual sample programming that resulted in the incorrect pt demographics being associated with the incorrect sample ID.